Event description:
Abbott libre 2 cgms. I use this prod exclusively to monitor blood glucose. I have received 4 devices in a row which are defective. Only 1 of the 4 functioned long enough to get a single reading. Serial numbers include: (B)(6), lot kpp000021; (B)(6), lot ktp011157; (B)(6), lot ktpo11157; (B)(6), lot unknown. This exhausted my stock plus the one replacement they have sent me so far meaning it will be a week before I have (perhaps) any useable units again. Reference reports: mw5170894, mw5170896, mw5170897.